Event description:
Additional information received reported that the patient never had therapeutic effect. The manufacturer representative told the patient their ¿stim cell¿ was broken. The patient clarified that they meant the implantable neurostimulator (ins) was broken. The patient wanted to know if it was ok to leave the system implanted.

Event description:
It was reported that the patient was hurting and they went to the bathroom 5 to 6 times at night. It hurt all the time where it was connected and the patient clarified that it had been hurting on the left side of their vagina for about a week. The patient was on program 4 at 5.30v and when they decreased to 5.1v they no longer felt the pain. The therapy was not helping the patient at night and it had been 2 to 3 months. Daytime was fine and the patient had tried other programs but they were not working for them either. The patient tried calling their health care provider¿s (hcp¿s) office but they said they didn¿t know anything. It was later reported that the patient had a loss of therapeutic effect. The patient thought their stimulator had ¿gone bad¿ as they had been leaking real bad, especially at night. The patient was leaking a little bit all the time, but they had to get up and change their clothes 2 to 3 times at night. The problems started a week or so ago and the patient currently could not feel stimulation. The patient confirmed that their implantable neurostimulator (ins) was turned on and set on program 4 at 3.45v. If the patient turned it up much higher it hurt pretty bad. The patient had tried all the settings and it was not helping. A nurse at the patient¿s hcp¿s office told them to turn stimulation off for 3 to 4 days and then turn it back on and it would work, but the patient did this and it didn¿t help. The patient wanted a new patient programmer but this would not help them as their current device seemed to be functioning. The patient wanted a manufacturer representative to come check their ins. It was further reported that the patient¿s ¿stim cell¿ had quit working. The patient programmer screen would be on for about 15 seconds and went off and this started about 3 weeks ago. It was reviewed that the programmer screen was designed to shut off automatically to preserve the batteries. The patient was able to sync with their ins and saw 4.4v on the screen. The patient usually could look and it and tell what the number was and it had never gone blank before. The patient checked the programmer screen after a minute and confirmed that it was blank. As long as the patient had the programmer it had never done this before. The patient¿s therapy was not working at night because they were leaking and wet and everything they put on at night was soaked the next morning. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient requested a call back from the manufacturer representative about when they could come by their house to check their device. A manufacturer representative contacted the patient about 1 month ago and told the patient they would come to their home and check their ins, but they had not heard from anyone since. The hcp¿s office contacted the manufacturer representative and requested they contact the patient. The manufacturer representative talked to the patient and they were on the same page. Later that day, it was reported that the patient had to get up 5 to 6 times to go to the bathroom. They woke up and were completely soaked, as were their pads and bath rags. The patient spoke to their manufacturer representative and they told the patient they couldn¿t help them. The patient was looking for help on what to do for next steps. The patient changed from program 4 to program 1. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-33, lot# va0ax75, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient got therapy relief sometimes and sometimes they did not. The patient¿s hcp was aware of this. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.